Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40mg/dl. Pump data review by tandem technical support showed the customer delivered two large override boluses prior to the event. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.